Manufacturer narrative:
Additional information the device was manufactured between september 02, 2018 - september 03, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were contaminated. It was further reported that plastic-like fibers appeared to be in the solution. This was noted before product use. There was no patient involvement. No additional information is available.